Event description:
On (B)(6) 2013, the patient contacted animas, alleging a history/settings (inaccurate delivery) issue. The patient stated that she felt the pump vibrate on her hip, had noticed on the pump's display screen a bolus was given and had cancelled the bolus. The pump reportedly bolused two other times without user intervention after the patient changed out the site/set and the patient had to cancel the boluses. The patient denied having issues with keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered on normally. The pump was exercised for 24 hours with no issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.